Event description:
Ncp reports the pt has been receiving radiation treatment (approximately 800 rads) behind the location of the pump. A pump memory occurred and the pump is unable to be updated. Hcp reports there is one radiation treatment left. Once complete the pump will be explanted and replaced.